Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2008 via report identification number (asr line item number) (B)(4). An additional event was submitted on (B)(6) 2012 via report identification number (asr line item number) (B)(4) for unknown device information. Upon receipt of additional information on (B)(6) 2017, it was determined that report identification number (asr line item number) (B)(4) contained duplicated information which should have been submitted on report identification number (asr line item number) (B)(4). Submitting this medwatch to capture additional event from report identification number (asr line item number) (B)(4) for this device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling indicates: adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Complications: deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported events of "left implant is lower..and looks like its getting smaller and soft all around. No cleavage and slight bottoming out..slow leak..deflation." Patient additionally reported "pain, skin rippling, and breast not feeling full." Device remains implanted.